Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported catheter placement, back to the guidewire, found that the catheter is twisted, it is difficult to pull out the guidewire, and finally pull out all the catheter, inspection found that the catheter the most apical tip of the crease, cannot be smoothed out, resulting in the guidewire cannot be pulled out smoothly. The catheter could not be smoothed out, resulting in the catheter not being able to be pulled out smoothly. Considering that the consumables were relatively expensive, they were reused. The catheter itself has a bending and folding problem, resulting in not being able to reach the target position, and can only be used as a medium-length catheter, resulting in some medications not being able to be used properly, and at the same time, the blood return is not smooth, and the length of the catheter needs to be pulled out without knowing where the bends are, resulting in the catheter's usable time limit being potentially shortened. This incident resulted in repeated punctures, increased pain, and bleeding for the patient, and the catheter's timeframe for use went from 1 year of potency to 1-2 months, creating unnecessary waste for the patient.